Manufacturer narrative:
The lead was surgically abandoned and not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal cardiac resynchronization therapy defibrillator (crt-d) replacement procedure, this right atrial lead was displaying impedance measurements greater than 2000 ohms and noise when the lead was connected to the new device. Subsequently, the lead was surgically abandoned. There were no adverse patient effects reported.